Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a non-sustained episode on (B)(6) 2019 was showing undersensing beats of vt. Programming changes were made. A bpa/cybersecurity firmware update was performed successfully. The patient condition was stable.